Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. This alarm event will result in a "no disposable, clamp tubing" alarm if not addressed and will pause the delivery of the pump. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that indicated a double beep. The double beep alarm was confirmed, and the dso sensor was damaged, scratches were found on the lens, the uso seal was delaminated. The cause of the reported issue is damaged dso sensor. All performance verification tests were performed. The parts were replaced with new ones. The battery was replaced service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.